Event description:
Technician found no power or function on a totalcare bed.

Manufacturer narrative:
Technician stated no indication lights were present. Technician replaced pcm and calibrated sensors to resolve the issue.